Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with cefazolin and ceftazidime (doses, frequencies, and routes not reported). On an unreported date, the patient was retrained in proper aseptic technique and the patient was recovered from the peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.